Event description:
The customer has reported getting a triangle symbol upon activating the cutter in positioning mode and the sample mode. The symbol reported is as a result of too much torque on the cables, and is precursor to getting error codes. There have been no pt consequences reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint of "triangle symbol upon activating the cutter" and found the translational and rotational cables were damaged. To correct this issue the analysis site replaced the translational and rotational cables. The e-clip was replaced due to it was damaged during disassembly. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.